Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed a breakage on the locking plate. Per user, when the stabilizer arm was attempted to be set to a sternal retractor, the locking plate came off and was broken. However it is unknown if the issue caused any delay to the procedure. Due to the unknown information for this event, it is being reported. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) h4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt to confirm a broken lock plate. Mild corrosion was observed on the device, including the lock plates. Due to the presence of corrosion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 7, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.